Event description:
An intra-aortic balloon (iab) catheter was being used for treatment. The user reported that the balloon would not inflate. The catheter was removed and another insightra iab catheter was inserted and had acceptable performance. The pt status was good.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.